Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/09/2014 with the following findings: the keypad was found to be intact; no damaged was observed. The ok keypad button was intermittently unresponsive. The up arrow, down arrow, contrast buttons responded properly. The keypad cover was removed and evidence of contamination was found under all of the button contacts. Unrelated to the complaint, evaluation revealed a dim, discolored display and cracked battery compartment.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow and ok keypad buttons were intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.